Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the tip of the v-cutter came off. The v-cutter was used to clear connective tissue around a branch so the v-cutter could enter onto the branch. A resistance was noted, from the repeated pushing, with the withdraw from the fat and connective tissue. Upon withdraw, a section of the distal v-cutter was missing. A one-inch incision was positioned via x-ray, and the object was removed from the patient. Product was changed out. Approximate 10 minute delay occurred. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).